Event description:
Reportedly, during a cataract surgery, the capsular bag was broken towards the end of the procedure. The lens was then removed from the right eye, a vitrectomy was performed, and another model lens was implanted. The outcome was reportedly good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Although requested, a lot number was not provided, therefore; a device history record (DHR) review could not be performed. Based on the available information, user related factors may have caused or contributed to this event.